Event description:
05/2/94, patient underwent surgery. The surgery required a very large incision and lasted 13 hrs. Following the surgery, patient developed a deep wound infection. 08/18/94, patient underwent a 2nd surgery, where a substance was removed from the wound. The surgeon described the substance as having the consistency of ioban.